Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. The following day, the pt was diagnosed with acute limb ischemia. Surgery was performed for repair of arteriovenous malformation in arm two days post-procedure, and it was found that approx 1 1/2 cm of the proximal anterior artery was pulled down to the closure site, creating a telescope effect. The knot was perfectly cinched at the closure site and the suture had not captured the back wall of the artery. The proglide suture was removed and a vein patch was placed. There was no adverse pt sequela.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.